Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. It was reported while on impella cp support, the patient experienced a large ooze and hematoma the impella access site. It was also reported that a femoral to femoral bypass was proactively performed to the patient for distal leg perfusion. Due to the oozing at the impella access site, the patient was taken to the cardiac catheterization laboratory for a new impella cp and a larger sheath to resolve the bleeding. It was noted that care was withdrawn on the patient four days later. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6: added optical signal issue as part of a retrospective review of historical records.

Event description:
The complainant reported that the staff received a placement signal unreliable alarm following insertion of the impella pump. Access site bleeding and limb ischemia was also reported. Lastly, hematoma was noted at impella insertion site after several rounds of CPR. Dr decided to remove initial pump and replace using a 16fr dry lock for sheath. Hematoma pressed out. A fem-fem bypass proactively performed for distal leg perfusion. The pump was removed and replaced.